Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to g2 that was inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device was returned to olympus without reprocessing at the user facility. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection IFU states the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: due to adhesive peeling on the bending section cover, the insulation resistance value did not meet the standard value; due to clogging of the channel tube, suction volume did not meet the standard value; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; due to wear on the forceps elevator lever, the up/down knob could not be locked securely; the adhesive on the bending section cover was detached; the connecting tube had a peeling coating; the universal cord had a wrinkle; and the light guide lens had a chip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the gastroenterologist (attending physician) was not able to pass any instrument into the biopsy port. The physician was trying to insert a balloon extractor in the biopsy port on the evis exera iii duodenovideoscope. The intended procedure was completed using a similar device. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the brush was getting caught in the channel due to a biopsy channel blockage. The foreign material remained in the channel, which can cause insufficient reprocessing. This report is to capture the reportable malfunction of the blockage in the biopsy channel noted at estimation.